Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation as it wasn¿t working correctly on one side. The patient stated that they went in for reprogramming two weeks prior to the date of this report and had stimulation on both sides at that time. The patient thought the lead was messed up because they couldn¿t feel stimulation on one side, but they could feel it on the other. It was noted that the patient¿s settings were high and their implantable neurostimulator (ins) was fully charged. The patient mentioned that they almost fell about a week ago, but caught themselves. The patient reported that their leg was hurting that day and it was slippery outside from the snow. It was noted that the loss of stimulation on one side started on (B)(6) 2017. The patient was to follow up with their healthcare provider (hcp) to possibly have their ins or leads checked. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that reprogramming was done in order to resolve the issue of the stimulation not working correctly on one side. The cause of the issue was unknown, but the hcp believed that it had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.